Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was received with the ratchet spring loose. The instrument was manufactured according to process and drawing specification. (B)(4). A review of the device history record did not show conditions that could have contributed to the reported event. The complaint is invalid from a manufacturing perspective.

Event description:
It was reported that during a spine deformity procedure surgeon used the hook or screw holder and the tip broke off in the head of a screw. Surgeon was able to remove the piece. Surgeon then used the rod induction pliers and they cracked. Surgeon selected another and completed the procedure. This is 2 of 2 reports for the same event.